Event description:
(B)(4).

Manufacturer narrative:
The customer stated that the ag-920pa multi-gas unit's (used for measurement of anesthetic gas agents, oxygen, or co2) baseline drifts and that the readings are inaccurate. The biomed changed the dryline and the filter. He also tried a different vital signs monitor. We spoke to the customer biomed, and he stated that the parameter values would drift from the expected values. He indicated that once the issue was reported to the biomed, he performed a successful gas calibration and after the calibration the check procedure with the calibration gas was performed and parameter values would start drifting down from the expected value specified on the calibration gas. He said that anesthetic agent waveform baseline would drift down instead of being a constant level during the same test. A new cylinder of calibration gas was used in his testing. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
We spoke to the customer biomed, and he stated that the parameter values would drift from the expected values. He indicated that once the issue was reported to the biomed, he performed a successful gas calibration and after the calibration the check procedure with the calibration gas was performed and parameter values would start drifting down from the expected value specified on the calibration gas. He said that anesthetic agent waveform baseline would drift down instead of being a constant level during the same test. A new cylinder of calibration gas was used in his testing. The device was returned for failure investigation and repair.